Event description:
It was reported that during a laparoscopic bowel resection procedure, the plastic cover over the articulation joint tore after the device was presented through a reusable cannula. The plastic was recovered from the patient. No ill effect to the patient reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). Joint cover the analysis found that the ec60a device was received in good visual condition and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.